Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 104-120 mg/dl. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.